Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device via a 6f sheath after an interventional procedure of the left superficial femoral artery. Reportedly, the sheath of the starclose se device was split completely; however, did not appear to split in the normal fashion. There was no resistance with the thumb advancer. The clip was deployed and remained at the distal end of the device. The starclose se device was removed from the patient anatomy and a garage leaf was noted to be bent. Manual arterial compression was applied to achieve hemostasis. There was no adverse patients sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The reported sheath split issue, clip remaining at the distal end of the device and bent garage leaves were confirmed. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. Review of the labels attached to the device history record for this lot was conducted which indicated an expiration date (use by date) of 01-september-2017 and the procedure date was (B)(6) 2017, which is 7 days post expiration. It should be noted the electronic starclose instructions for use indicates the use by symbol, which is the next to the expiration date. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.